Event description:
It was reported, "on (B)(6) 2024, a patient in the department of oncology; after the fluid infusion was completed on the same day, the nursing staff found that the arm was swollen and fluid oozing when sealing the tube for the patient, and after extubation, it was found that the distal end of the catheter was damaged at 44cm, about 1cm long, and the chemotherapy drug leakage in the catheter leaked into the subcutaneous tissue." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.